Event description:
It was reported that a patient underwent oral surgery to treat mouth cancer on (B)(6) 2015 and suture was used. During the procedure, the needle broke into pieces when sewing after a biopsy deep in the mouth cavity was done. The surgeon is not sure if all needle parts were retrieved but could not see or find more. It was reported that there were no further patient consequences.

Manufacturer narrative:
(B)(4). Conclusion : to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.